Event description:
According to the reporter: the piece of the endobag was accidentally left in the pt cavity during surgery. It has not been clearly stated if it was removed from the pt, but additional efforts have been made to obtain more info. To date no additional info has been provided by the facility. The file will be update upon receipt of additional info.